Event description:
It was reported that the insulation on the cable of the stenoscope system was damaged. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.